Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant, the physician encountered some challenges due to patient's access being very small and diseased. Patient reportedly had (non-endologix) self expanding stents in the common iliac arteries. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the alto system per device IFU. The physician first attempt to advance the first alto delivery system (fs052621-59) was unsuccessful. The delivery system became stuck on the previously implanted stents and was damaged. The physician used a new alto delivery system (fs052621-55) to implant the stent graft however, the stent graft landed lower than intended. The physician attempted to use the integrated balloon within the delivery system however, the balloon burst. The physician elected to balloon with a coda (non- endologix) balloon. An intraoperative type 1a endoleak was observed on final angiogram and the physician elected to balloon once again. However, this did not resolve the leak and the decision was made to not further intervene. Reportedly, several hours after the final run the patient became hypotensive. The patient was then brought back to the operating room where the patient expired with no further intervention. The exact cause of death was not reported to endologix however it was stated that it was not related to the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted and the delivery system was not returned. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the inability to advance the delivery system, resultant damage and balloon rupture of the integrated balloon are unconfirmed. The type 1a endoleak (intraoperative) and post-operative hypotension were confirmed. This is moderately consistent with the reported adverse event/incident. The type 1a endoleak is most likely user related due to the low placement of the aortic body as the radio opaque markers were 3.3mm below the renal artery. The inability to advance the delivery system was also user related due to the concomitant product use of non endologix stents (off label). The clinical assessment determined that there was evidence to reasonably suggest right limb ischemia due to an occluded right common femoral artery (non- device related), an additional endovascular procedure and aortic neck rupture occurred. The right sided sheath was oozing at the end of the procedure, the femoral sheath was opened, the perclose (non endologix device) was removed, and the artery was closed with sutures. This likely caused the right common femoral artery occlusion. The use of a larger non-compliant atlas (non endologix) balloon in the neck after the type 1a endoleak was identified likely caused the neck rupture. With the inner bore diameter of the aortic graft being 19mm and with thickened calcifications in the neck, this likely contributed to the neck rupture. The presence of calcifications in the aortic neck is a cautionary product use condition. The patient passed away on the day of surgery. There was an estimated blood loss of 1000ml in the original procedure, this in combination with the aortic neck rupture likely contributed to the patient death. The patient death was determined to be user related. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.